Manufacturer narrative:
Device manufactured on february 3, 2023 -february 7, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed residual fluid inside the device bladder. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not empty completely. The issue was identified during patient infusion. The device was filled with cefazolin (aft) 6000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.